Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: when needle attached to syringe and attempted to prime, needle noted to be occluded. Unable to depress air or vaccine. Occurred 28 times in past 5 days.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-jun-2023. Investigation summary: five samples received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. 3 samples expelled the solution with normal flow. The other two samples were clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: when needle attached to syringe and attempted to prime, needle noted to be occluded. Unable to depress air or vaccine. Occurred 28 times in past 5 days.